Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient had right groin site bleeding and thrombus. Impella was placed and dressed/sutured that was bleeding heavily. Blood was oozing slowly and approximately 500 was into the bed linens. The medical doctor sutured the suture pad to the leg causing the impella to slide back and tenting the opening groin site appears to be stable and not bleeding. The patient received one stent to left main coronary artery/proximal left anterior descending artery and coded shortly after stent placement. Cardiopulmonary resuscitation was given for twenty-two minutes and the patient was shocked seven times. One transesophageal echocardiography clot was found in both ventricles, descending aorta and on pigtail. The echocardiogram showed left ventricle (lv) apex, full of thrombus, large thrombus in the main pulmonary artery, pericardial effusion. Large mobile thrombus in descending aorta was sidelined due to clot in lv apex. Some rumblings if clots were resolved. It was noted that they may proceed to place the impella 5.5. No additional information was given. The patient needed surgery but surgeons were reluctant to proceed due to the patient¿s instability. Care was withdrawn and the patient expired. Medical safety review of the event noted there is not enough evidence to exclude the impella as an associated factor in the patient's (death) outcome.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings: section: pre-support evaluation. Section: impella cp with smart assist catheter insertion. Section: axillary insertion of the impella cp with smart assist catheter. Section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." This report is being filed as part of a retrospective review of historical records.